Event description:
It was reported that while using the surgical fiber during a lithotripsy procedure, the fiber broke outside of the patient and could no longer be used. Reportedly, "multiple sureflex fibers were used but the stone could not be fully broken up and removed". The patient was stented and the procedure to be completed by eswl (extracorporeal shock wave lithotripsy) at a later date. Patient outcome: "okay" - there was no injury to patient or user reported.